Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. No product will be returned for evaluation.

Event description:
Customer reportedly received the following results on within 10 minutes: 584 mg/dl and 173 mg/dl.